Event description:
The patient's system was explanted due to an infection at the pocket site. Since then, the patient has been diagnosed with meningitis. The patient is being treated with antibiotics.